Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient thinks she has had a urinary track infection for a week, but she couldn't go to the doctor because she had company. She is going to the doctor tomorrow. The therapy has not been helping at all in the last few days. Patient can barley control her bladder at all. Patient said she dialed it up and it gave her a shock. Patient said that her synchronize button is labeled on and the light bulb button on the front is labeled off. Checked patient's current settings and she was on program 1 at 1.8v and stimulation was off. I told her the therapy needs to be on for therapy to work. Walked caller through lowering the settings and then turning on the therapy. Patient increased stimulation to 1.3v. Told caller to see if these settings now that the stimulation is on helps.